Event description:
It was reported that the right ventricular (rv) lead had threshold rise to a high threshold measurement. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1488tc implantable pacing lead 2003 (B)(6). (B)(4).